Event description:
Per the clinic, the device was explanted (specific date is not reported) and the patient has not been reimplanted with a new device as of this report.

Event description:
Per the clinic, the patient experienced intermittencies and have been unresolved with replacement of externals. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.